Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from elevated levels of cobalt and chromium, metalosis, necrotic tissue, osteolysis, pain, discomfort, popping, clicking and grinding noises, and impingement/detachment.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 3/14/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported patient with pain, limited activities of daily living, increased metal ions and recurrent dislocations ((B)(4)). Medical records and revision surgical report noted synovitis, metal staining of tissues, minimal soft tissue loss, mild-moderate necrotic tissue throughout posterior capsule, mild osteolysis, pain, loss of posterior cortex of femur, markedly elevated ions, little to no corrosion on trunnion, metallosis, alval and cup that appeared to be a bit vertical at approximately 50 degrees. Part/lot updated. The complaint was updated on: apr 5, 2016.

Manufacturer narrative:
Additional narrative: examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Medical records were reviewed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.